Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent dislodgement was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a lesion located in the anterior tibial artery. No resistance was felt during advancement of the omni elite 35 stent delivery system to the lesion. The stent implant slipped off the stent delivery system balloon proximally onto the delivery system shaft and was removed successfully without issue. The target lesion was treated successfully with a new omnilink elite 35. There was no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.